Event description:
It was reported that when the pre-test was performed to place the foley catheter for urinary catheterization in the operation room, the sterile water was unable to inject into catheter.

Manufacturer narrative:
The reported event was unconfirmed. Received (5) photo samples. First photo sample shows top view of catheter. Second photo sample zooms in top of the inflation and drainage funnel. The third photo shows the zoom in end of catheter with balloon had mushroomed. Forth photo sample shows inflation cap. Fifth photo sample shows outer tray packaging. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted no physical defects present. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated properly. With the (in-house) syringe attached the balloon deflated passively in under 5 minutes: 2 minutes and 53 seconds. No root cause could be found because the reported event was unconfirmed. A risk review, a labelling review and a device history review was not required as the reported event is unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the pre-test was performed to place the foley catheter for urinary catheterization in the operation room, the sterile water was unable to inject into catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.